Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing and pacing inhibition. Moreover, it was noted during the procedure that the lead was not tightly tied down enough that it caused pulling the lead back. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing and pacing inhibition. Moreover, it was noted during the procedure that the lead was not tightly tied down enough that it caused pulling the lead back. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This report is being filed to correct the b5: describe event or problem. Patient code 3191 captures the reportable event of surgery.